Event description:
It was reported that the device experienced early battery depletion. The device was explanted and replaced. There was concern that remote monitor function contributed to the battery depletion of the implanted device. The monitor was later returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).